Manufacturer narrative:
Test strip lot #1020213252, expiration date: september 2015, control solution lot #10300713254 range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of product for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 161 mg/dl and 67 mg/dl. When troubleshooting was performed by the consumer and customer care representative with control solution, the blood glucose test strips fell into range. The difference in the results previously obtained was determined ot be clinically significant. The consumer was requested to return product to nova biomedical for evaluation.